Manufacturer narrative:
E1: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced that the image no longer appeared in any scope, only in rainbow colors during set up. There were no reports of patient involvement.